Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2019-00287: driver, 3025141-2019-00288: plate, 3025141-2019-00289: screw 1, 3025141-2019-00290: screw 2, 3025141-2019-00291: screw 3, 3025141-2019-00292: screw 4, 3025141-2019-00293: screw 5, 3025141-2019-00294: screw 6, 3025141-2019-00296: screw 8.

Event description:
While implanting a aculoc 2 plate, the surgeon was inserting a screw with a driver. The tip of the driver broke off in the screw head and couldn't be removed. The driver tip remains implanted.